Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the implant procedure when the physician performed the initial stick, it appeared there was venous return. The pacing system was implanted successfully. Then, during a post operation x-ray, blood was present. A cat scan was performed which revealed the right atrial lead was in the aortic root and the right ventricular lead was in the left ventricle. The patient was sent for open heart surgery and the device and leads were explanted. It was noted that blood was in the pericardium but the patient had not experienced tamponade. The atrial system was repaired and the patient is doing fine, but still remains in the hospital. The patient's surgeon noted the initial stick during the implant procedure was venous, but punctured through into the arterial system. All products were returned to boston scientific.

Manufacturer narrative:
The device has been returned for analysis. When analysis is complete, this report will be updated.